Manufacturer narrative:
(B)(4). This report of a connection issue was confirmed and the assignable cause is use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's technical service center (tsc) because home patient's (hp) lines had disconnected while she was asleep. The hp called and requested assistance on what to do. The baxter technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the homepatient (hp) line becoming disconnected. The hp stated that she was dreaming that she was finished with therapy and had disconnected herself. The hp said that she woke up and found that she had actually disconnected herself. The hp said that solution had gotten on to the bed and sheets. The hp called her nurse and went to the clinic the next day. The hp was given an antibiotic as a preventative. The hp said that she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.